Manufacturer narrative:
On 08-mar-2016 product investigation results: reporter returned one oral-b precision clean brush head on 03-feb-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head broke while cleaning teeth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean broke. No symptoms developed.

Manufacturer narrative:
Reporter returned one oral-b precision clean brush head on 03-feb-2016. Product investigation is in progress.

Event description:
Brush head broke while cleaning teeth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean broke. No symptoms developed.